Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) interventional procedure. Reportedly, the prostyle device suture was deployed and placed as intended. However, after removing the plunger and retracting the foot, an attempt was made to remove the prostyle device, but the suture did not detach from the o-ring. Several attempts to release the suture were unsuccessful, so the suture was cut and the device was removed. The evar procedure was continued using a third prostyle device with the pre-close technique. The sheath was upsized to greater than 10fsheath and the procedure was completed. Hemostasis was successfully achieved post-procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include but are not limited to; suture does not release from the suture bearing, tissue or suture caught in the foot, or suture bearing too small or burrs. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.